Manufacturer narrative:
The results of the technician's inspection indicate the brake cam was not installed correctly by someone at the facility which prevented the brake from engaging completely. The technician repaired the brake assembly by properly installing the brake cam.

Event description:
Information received indicates the brake is not holding properly.